Event description:
It was reported the patient's blood glucose read ¿high¿ (> 27.8 mmol/l) (> 500 mg/dl). The pod was reportedly leaking while worn on the arm for between 5 and 24 hours and the cannula dislodged from the infusion site. As treatment, a new pod was applied.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.